Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, broken shell. A visual and micro analysis was performed which identified: sharp broken, wear abrasion, missing shell (0-25%) and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. Missing shell due to inconclusive reason for reoperation: rupture.

Event description:
Health professional reported right side "total rupture." Device has been explanted.